Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. The patient's implantable cardioverter defibrillator (ICD) shocked multiple times but was unsuccessful in resolving the vt. It was noted that the ICD experienced a long charge time. No changes to the ICD were made and none are anticipated. The patient was recovering.